Event description:
Customer states the meter causes the bases to flash green when placed in them. Customer also states there are blackened pins. No adverse event reported. No serious injury reported. A request was made for the return of the device and a replacement was sent.